Event description:
It has been reported to philips that the live monitor was flashing. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the malfunction with the live monitor flash screen. The fse replaced the monitor. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.